Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sensor carelink additional investigation was performed for sensor error-change sensor/bad sensor. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for sensor error-sg not available/updating. Sensor performing as expected. It is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the sensor glucose (112 mg/dl) and blood glucose (65 mg/dl) difference was more than 30%, the sensor updating alert, the change sensor alert, and low blood glucose. The customer reported blood glucose values of 65 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-213a, mmt-332a, mmt-7040b, and mmt-1884. Troubleshooting was performed for low blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed for change sensor, sensor updating alert, and the product will be replaced. Troubleshooting was performed for the sensor glucose vs. Blood glucose, and the product will be replaced. No harm requiring medical intervention was reported. No product return is required for mmt-213a. No product return is required for mmt-332a. No product return is required for mmt-7040b. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884.